Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Per sales rep, the patient was revised due to instability. Upon incision the surgeon noticed soft tissue deterioration. He popped off the head and there was notable black material inside the femoral head also on the trunnion. Left hip.

Manufacturer narrative:
An event regarding instability involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The soft tissue deterioration and the black material inside the femoral head & trunnion that was noted at the time of revision surgery cannot be confirmed as corrosion without the medical records. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Per sales rep, the patient was revised due to instability. Upon incision the surgeon noticed soft tissue deterioration. He popped off the head and there was notable black material inside the femoral head also on the trunnion. Left hip.